Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer and diabetes educator reported via phone call that customer experienced hyperglycemia with a blood glucose level of 500 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that there was crack near the upper screen extending to the battery compartment and a crack near the esc button that extends towards the reservoir compartment. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device received with cracked battery tube threads and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.